Event description:
Squeezed dermabond pen and when glass vial broke inside to release the dermabond, some of the glass pierced through the plastic cover and pinched doctor through his gloves. No broken skin/bleeding.